Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that an occlusion alarm occurred and that insulin drips were not observed to be exiting the tubing during the load fill process. A replacement pump was sent to resolve the issues. Furthermore, it was reported that the pump fell resulting in damage to the cartridge. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.